Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) alarm during dwell 2 of 4 was not confirmed due to lack of sample. The cause was undetermined. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in the set) during dwell 2 of 4 the home choice (hc). The technical services representative (tsr) explained the alarm. The tsr instructed the home patient (hp) to end therapy and start over with new supplies or use continuous ambulatory peritoneal dialysis. The tsr also instructed the hp to contact her nurse in the morning. The hp would start over with new supplies. Product surveillance contacted the hp on (B)(6) 2011 regarding a system error 2240 alarm. Per the hp, she was sleeping when the cycler alarmed. The hp stated she did manual supplies the following day as directed by her nurse. The hp stated she resumed therapy on the cycler the following night without problems. There was patient involvement. No patient injury or medical intervention was reported.